Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection on the scrotum and swelling. The ipp was explanted, a washout performed, and a new device was implanted. There were no further patient complications.